Event description:
It was reported that the physician decided to explant the lead due to the advisory. Electrical function of the lead was normal. Upon explant, externalized conductors were observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Internal insulation abrasion was found underneath the svc shock coil at 25.0-25.1 cm from the distal tip. External insulation abrasions were found at 10.9-11.4 cm and 30.7- 31.1 cm from the distal tip, consistent lead friction to another device or structure. External insulation abrasions were found proximal to the suture sleeve impression at 37.5- 37.8 cm and 41.0-41.3 cm from the distal tip consistent with lead friction to the ICD. Etfe coating was intact in all locations.